Event description:
Information was received that a smiths medical endotracheal tube has cuff that would not inflate. Additionally, the inflation line was detached. No patient injury resulted.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. A visual inspection was performed. Functional testing could not be performed because the line was detached. The sample was in used conditions without its original packaging. It was observed that one part of inflation line was stuck in the inflation channel and the rest of inflation line was detached. Line clearance records and training records were reviewed. No discrepancies were found. A review of the manufacturing process was conducted by the quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The product was compared to recreations of the failure mode. It was concluded that the inflation line was stretched until it broke. The root cause of the reported issue was unable to be determined, as it was not possible to test the material due because the line was detached. There was no evidence of a manufacturing error. No corrective action was taken because there no evidence of a manufacturing error. The quality engineer notified the manufacturing personnel of the failure mode reported by the customer as a preventative measure.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found part of the inflation line to be stuck in the inflation channel. It was also noted that the rest of the inflation line was detached. Production personnel perform a 100% visual inspection and leak test on all devices. Although the complaint was confirmed, no definitive cause of issue to the reported issue could be determined. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.